Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. The sheath was tested for leaks. An aspiration vacuum leak test was conducted, air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted in the distal face of the seal, at both ends of the seal slit. No damage was noted in the side wall or proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown.

Event description:
During an atrial fibrillation ablation procedure, bubbles were noted in the sheath near the valve. Upon closer inspection, it was noted that it was leaking fluid near the valve. The sheath was exchanged and the procedure was successfully completed with no adverse consequences to the patient.